Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
One patient sample was returned for investigaton. The customer's results were verified. A specific root cause could not be identified. The cause is most likely sample specific, related to the enzymatic cleavage process.

Event description:
The user received discrepant ferritin results for one patient sample. No units of measure were provided. The initial result was 10.4 with a data flag notifying the user the result was outside of the measuring range of the assay. The sample was automatically repeated by the analyzer with an increased sample volume and gave a result of 80.8. The user then manually diluted the sample three times and received the following results: sample diluted 1:3 gave a result of 15.2, sample diluted 1:5 gave a result of 12.6 with a data flag, sample diluted 1:2 gave a result of 6.3 (12.6) with a data flag. The sample was retested on (B) (6) 2010 with results of 12.2 with a data flag and 79.6 with an increased sample volume. The user sent to sample to another site and a ferritin result of 7.41 was received from the elecsys system. The discrepant result was not reported. The ferritin reagent lot number was 61645101. A sample was returned for investigation. The user's low result were reproduced with a result of 8.5 ng/ml. Investigation is ongoing.

Event description:
Reporter alleged that a neonate received the result of 33 mg/dl on the inform system compared back to back within 10 minutes of a result of 14 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.